Event description:
Customer reports bed moves autonomously w/o user intervention. No patient harm reported and no further information was provided.

Manufacturer narrative:
During the onsite investigation, the joystick was replaced. Root cause was identified as a faulty joystick. (B)(4).